Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the rui was blocked. This can cause a complete loss of motorized movement. There is no report of injury or death associated with the event described in this complaint.